Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a sigmoid resection, the device fired fine but was difficult to remove. When removing the device the surgeon stated that the device felt tight on the tissue and was harder to remove. No patient consequences were reported.